Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt mentioned their "last ones" (implanted devices) "messed up". Pt mentioned their body makes a lot of lesions and scar tissue so the wires pulled out before. Pt stated the left was going into the spine and will need adjusting. Pt stated these issues were previously reported to mdt when they occurred. The patient mentioned unrelated medical history including pt mentioned having nerve ablation done due to other pains the pt experiences and pain of the back. Pt stated they had the ablation done because the stimulators are off due to the equipment issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that a revision was done on one of the patient¿s implants before. The patient had the revision because it was hard to connect to the ins recharger (insr) and the patient programmer (pp). The patient reported the whole battery unit shifted from the scar tissue and had angled in her hip. She also stated that they replaced the lead because when they were moving the scar tissue, the lead got cut and became wrapped in it. Follow-up was conducted.